Manufacturer narrative:
Internal complaint reference: (B)(4). MDR report # mw5107009.

Event description:
It was reported that, after a revision surgery was performed on the patient's knee due to prosthesis loosening , the patient began experiencing pain, swelling, loss of range of motion, stiffness and a burning sensation in the knee. The patient has been advised that this prosthesis is loose again, although it is unknown if this advice was given by a medical professional and if an additional revision surgery has already been indicated.

Manufacturer narrative:
Additional information received by the reporter has identified that this event should be re-evaluated for MDR reporting. The new information states that the devices explanted are from another company exactech, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.